Event description:
It was reported that the customer was hospitalized on two occasions, once due to high blood glucose levels, and another time due to the insulin pump alarming no delivery. The customer stated that the sensor glucose readings were inaccurate as well, being off by about 100 units. The customer also reported that the sensors went bad before the 6 day expected lifespan. The most recent blood glucose reading was 221 mg/dl, compared with the sensor glucose reading of 106 mg/dl. Advised replacement of the sensors. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.